Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr). When steering the clip down towards the valve, pericardial effusion was noted. The clip was implanted reducing mr to grade 1. Afterwards, pericardiocentesis was performed. After a few hours in recovery the effusion resolved. The patient was reported to be stable. The pericardial effusion was attributed to the transseptal puncture.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported pericardial effusion. Pericardial effusion is listed in the instructions for use is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case specific circumstance as pericardiocentesis was performed. There is no indication of a product issue with respect to manufacture, design, or labeling.